Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.50/1.5/090 sphere/cylinder/axis was torn during loading. There was no patient contact.